Manufacturer narrative:
(B)(4). Several attempts have been made to obtain further info, but none has been received. The opinion of anteis is that this event is not related to belotero. Additional info provided by anteis: the most important reasons for intracranial bleeding are accidents or congenital aneurysm of cerebral vessels. The event was unlisted on the current instructions for use leaflet of belotero. The authorities are no longer regarding this issue as linked to the belotero product.

Event description:
This spontaneous report received from a health care professional via (B)(6) concerns a female pt (details not reported), who is working as a (B)(6). She was injected with an unk amount of belotero and bocouture for an unk indication on an unspecified date. On (B)(6) 2012, the pt experienced internal bleeding in brain. Reportedly, she underwent surgery on (B)(6) 2012 and was discharged from hospital on (B)(6) 2012. At the time of this report, the outcome of the event was unk. In the opinion of the reporter, internal bleeding in brain was not related to the therapy with belotero and bocouture. Anteis is not the MFR of bocouture.